Manufacturer narrative:
(B)(4). The insulin pump was received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. No excessive no delivery alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they went to the hospital due to a high blood glucose on (B)(6) 2017. The customer reported having high blood glucose and vomiting, went to the emergency room and was release after four hours. The blood glucose value at the time of admission 302 mg/dl. The customer had symptoms of nausea and vomiting. The customer was treated for the high blood glucose level with the insulin pump and anti-vomiting pills. The customer was wearing the pump at the time of the hospitalization. The customer did troubleshoot the issue. The customer¿s blood glucose level at the time of the incident was 300 mg/dl. The customers current blood glucose level was 187 mg/dl. The customer did troubleshoot and found cracks around the reservoir chamber. The insulin pump will be returned for analysis.